Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump had a critical pump error. The customer¿s blood glucose level was 229 mg/dl. The customer was treated with manual injection. The customer reported that they received a critical pump error image on the pump screen. It was reported that they had received multiple motor errors. The customer stated that the drive support cap was sticking out. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump and recommended customer refer to back up plan per health care professional instructions. The insulin pump will be returned for analysis.